Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient encountered an, "unable to provide desired settings" message on program 2 at 9.6ma. Three days later, patient said they haven't had a bowel movement and recalls not having one for quite a while. They have to push themselves to go. They rated the evaluation a "4" for the same with bowels. Stimulation was adjusted to 7.3ma where it was felt comfortably in the groin area. On (B)(6) 2017, patient hasn't had a bowel movement in 24 hours. Two days later, patient hasn't had a bowel movement in 48 hours, only some leaking. On (B)(6) 2017, patient said the evaluation hasn't had an effect on their bowel movements for the past two weeks. What the evaluation did do was they had to use a catheter and before they couldn't tell when their bladder was full but now they can. The patient has had back pain for 30 years, but now that is gone. Implant is scheduled for (B)(6) 2017. The patient has a question about the low batteries in their controller and the dead batteries in their ens; question answered and understood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they had not seen the patient for urinary follow up. The hcp noted that they placed the device for bowel and the patient had urinary improvement. No further complications were reported or were expected.